Event description:
Customer reported that the insulin pump alarmed button error. She tried to clear the alarm by removing the battery. Blood glucose value was 150 mg/dl. Nothing further reported.

Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage on keypad trace. Minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked.